Event description:
Heart failure [cardiac failure]. Blocked arteries [arterial occlusion]. Felt bad [feeling abnormal]. Used the product many times per day [device use error]. Case description: this case was reported by a consumer's daughter via call center representative and described the occurrence of unknown cause of death in a female patient who received gsk denture adhesive (formulation unknown) (ultra corega crema sin sabor) unknown for an unknown indication. On an unknown date, the patient started ultra corega crema sin sabor. On an unknown date, an unknown time after starting ultra corega crema sin sabor, the patient experienced unknown cause of death (serious criteria death and gsk medically significant) and device use error. On an unknown date, the outcome of the unknown cause of death was fatal and the outcome of the device use error was not reported. The patient died in (B)(6) 2015. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the unknown cause of death to be related to ultra corega crema sin sabor. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the consumer's daughter reported that some samples were provided before. She mentioned that her mother used ultra corega many times per day (not specified). The reporter mentioned that she cannot provide additional information about the use of the product because her mother died in (B)(6) 2015, and the cause of death was not specified. She didn't specify whether her mother used ultra corega at time of death. No additional information was provided. Follow up information was received on 03 december 2015. The daughter of the patient provided additional demographic information about her mother. The reporter mentioned that on (B)(6) 2015, her mother underwent angioplasty with stent placement, and the physician told her that "he can't uncover all the arteries, but her mom was fine" (as reported). The daughter stated that she can't remember the reason for the angioplasty or the name of the disease. She reported that on saturday (B)(6) 2015 her mother traveled (unspecified place). The stated: "I don't know what's happened, I still can't believe it because the saturday she was fine. The sunday night she came back and she already felt bad (not specified), we took her to hospital and she died at dawn ((B)(6) 2015). She mentioned that she doesn't know the exact cause of her mother' death, and she doesn't remember what the death certificate says, but she stated that the physicians said that "her mother's heart failed" (as reported). Regarding the use of corega, she mentioned that her mother was using corega about 5 years because she had lower and upper prosthesis's. She commented that the last presentation of corega that her mother used was ultra corega, and she used it 2 or 3 times per day because at time to eating the prosthesis taking off. No additional information was provided.

Event description:
Unknown cause of death [unknown cause of death]. Used the product many times per day [device use error]. Case description: this case was reported by a consumer's daughter via call center representative and described the occurrence of unknown cause of death in a female patient who received gsk denture adhesive (formulation unknown) (ultra corega crema sin sabor) unknown for an unknown indication. On an unknown date, the patient started ultra corega crema sin sabor. On an unknown date, an unknown time after starting ultra corega crema sin sabor, the patient experienced unknown cause of death (serious criteria death and gsk medically significant) and device use error. On an unknown date, the outcome of the unknown cause of death was fatal and the outcome of the device use error was not reported. The patient died in (B)(6) 2015. The reported cause of death was unknown cause of death. Additional details: the consumer's daughter reported that some samples were provided before. She mentioned that her mother used ultra corega many times per day (not specified). The reporter mentioned that she cannot provide additional information about the use of the product because her mother died in (B)(6) 2015, and the cause of death was not specified. She didn't specify whether her mother used ultra corega at time of death. No additional information was provided.